Event description:
Received restylane injection in november in cheeks and mid december in lower lip. Beginning around jan 1/06 began noticing swelling and hardening of injected sites. Face is swollen now, and all injection sites have hard lumps underneath skin. No reddening.